Event description:
It was reported that the compact plus blood glucose monitor displayed the test strip/drum symbol error message. On the morning of the event, the patient did not take his morning novolog sliding scale insulin since he was not able to test on the device due to the error message. Around 4:00 p.m. To 5:00 p.m., the patient was having hyperglycemia symptoms of confused and disoriented. The patient attempted to test on the blood glucose monitor, but the device displayed the error message. The patient went to the hospital via the bus. At the hospital around 7:00 p.m., the patient's blood glucose level was 457 mg/dl. The patient was treated with 2 bags of unknown fluids. The patient was in the hospital for 4 to 6 hours. Return of the suspect device was requested for evaluation.